Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture". Device status unknown. This relates to the right side.

Event description:
Additionally reported was capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
This report contains information originally submitted under mrn 9617229-2021-51327, which has been discovered to be a duplicate.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold, yellow particles on the surface of the shell. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed.

Event description:
Physician reported, right side implant rupture. Additionally reported, was capsular contracture, baker grade iii. The device has been explanted.